Manufacturer narrative:
Complaint no: (B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13a22031 and h13c08069 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h13a15076 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 1 of 2. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). The patient experienced fever, weakness, and peritonitis manifested by abdominal pain. On that same day, the patient was hospitalized for the event and was put on back-up hemodialysis. Dianeal therapies were ongoing. The cause of peritonitis was unknown. Treatment was unknown. The patient was still hospitalized and receiving care at the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4).